Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 366mg/dl, self-administered insulin (dose/type unspecified), and subsequently experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was administered intravenous glucose for treatment of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.